Manufacturer narrative:
Initial reporter telephone number: (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date the patient was transferred to hemodialysis as the peritonitis was deemed to be ¿non-treatable¿. On an unreported date the patient passed away. The cause of death was reported as due to a ¿brain hematoma while on hemodialysis¿. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved or if the patient was recovered from this peritonitis event prior to death. No additional information is available. No additional information is available.

Manufacturer narrative:
Correction: should additional relevant information become available, a supplemental report will be submitted.